Event description:
It was reported that air bubbles were observed within the canister. Customer¿s blood glucose level was 400 mg/dl. The customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer declined to provide any additional information regarding the hospitalization. Ultimately, the customer reverted to an alternate method of insulin delivery.